Event description:
It was reported that during a polypectomy procedure, closure difficulty was encountered. The polyp was located in an unspecified portion of the colon. The sensation oval polypectomy snare was advanced to the polyp, however, upon attempting to encircle the polyp, the physician noted that the snare did not seem to close entirely on the tissue. The physician further noted that the snare had not "clicked closed". The device was removed and the procedure was completed with another of the same device. No patient injuries or complications were reported. The patient's status is reported as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.